Event description:
It was reported that during a procedure, there was a problem with the device. It was very difficult to fire, the surgeon was using both hands. The device did cut and staple completely. They also managed to bend the shaft of the instrument. The nurse could not push up the back button to open the jaws. It is unknown how the procedure was completed. These are the only details known. There was no patient impact reported. The device was discarded.

Event description:
The lay user/patient contacted lifescan alleging the meter does not power on with button. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510(k)# is k082590.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have battery leakage. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.